Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to a capture anomaly. No further information was available.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that high output was observed during in-clinic follow-up. There were no adverse consequences to the patient due to the issue. The physician decided to cap the atrial lead due to chronic atrial fibrillation.